Event description:
It was reported that this right ventricular (rv) lead had an insulation breach discovered during an elective device changeout procedure. The physician used a lead repair kit, which is considered as off-label use, and lead remains in service. Lead measurements taken after changeout were within normal range. No adverse patient effects were reported outside of prolonged regularly scheduled generator changeout procedure.